Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation procedure a faradrive steerable sheath clear was selected for use. During device exchange through the faradrive steerable sheath clear, introducing the farawave catheter back into the faradrive steerable sheath clear, a foreign body (grey round plastic) appeared to be in the lumen of the faradrive steerable sheath clear and appeared entrapped. The faradrive steerable sheath clear was removed to avoid embolization and replaced with another faradrive steerable sheath clear. The procedure was completed successfully. No patient complications have been reported. The product is expected to be returned.